Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was not returned; however, complaints of the same nature have been received for this lot and has been related to the cassette identification (ID) tab on the pinch plate being broken off. The cassette will be recognized as a posterior cassette with manual stopcock (incorrect) but will pass priming and intraocular pressure calibration successfully. However, during fluid air exchange mode, fluid (instead of air) continued fluid flow will be observed as described in this reported event. Although the console recognizes the cassette as a posterior cassette type, the broken identification tab contributes to improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fluid air exchange mode. The investigation identified several potential factors that caused or contributed to this reported event. These include procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited area on the identification (ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the machine did not switch to air during fluid-air exchange during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm reported.